Manufacturer narrative:
The device was returned for evaluation. The confirmed the reported e433 error which was determiined to be due to a defective. Additionally, the following defects were found: slight scratches / dings on the housing cover and the front panel, slight signs of use on the foot switch, the plug of the foot switch is bent and one fastening screw of the housing cover has come loose. The device was repaired and returned. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The reported error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error). 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between hvps board and generator board (temporary or permanent error). 5) defective hvps board (permanent error). 6) defective generator board (permanent error). 7) defective motherboard (adc, permanent error). This is a known issue as a deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: the customer is required to check the function of all devices used prior to a procedure. Additionally, a suitable replacement device must be readily available during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced generator was not returned to olympus for evaluation; therefore, the cause of the reported e433 error could not be determined at this time. However, the investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
At the start of a transurethral resection in saline procedure, the high frequency electro-surgical generator unit displayed an e433 error and continuously restarted. The intended procedure could not proceed. The unit was in bipolar saline mode and the doctor was using 210 watt cut / 120 coag setting. No patient injury or harm was reported.